Event description:
At the operation, when the surgeon put the tibial insert on the baseplate, the wire of the insert dropped from the insert while the surgeon tried to put the wire on the insert but he could not. The surgeon used another insert instead.

Event description:
At the operation, when the surgeon put the tibial insert on the baseplate, the wire of the insert dropped from the insert while the surgeon tried to put the wire on the insert but he could not. The surgeon used another insert instead.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The event as reported was confirmed as the subject device was not returned for evaluation. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The exact cause of the reported seating issue could not be determined as the subject device was not returned for investigation.